Event description:
The customer alleged they received a questionable cholesterol gen. 2 result for one patient on their cobas 6000. There were no problems with the other assays. The patient's initial cholesterol result was 3.9 mg/dl accompanied by a data flag. No one in the laboratory noticed the result was so low, and the initial result was reported outside the laboratory. The head of the laboratory noticed the low result on (B)(6) 2014, and decided to repeat the test. A frozen aliquot from the mother tube was repeated and the result was 181.5 mg/dl. There were no adverse events. The cholesterol reagent lot number was 691238. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined. Calibration, quality controls, and instrument performance were investigated and were acceptable. Instrument or reagent problems were not identified. Based upon the data provided, there may have been a sampling issue due to not enough or no sample being transferred to the cuvette. This cause of this could not be identified with the information provided for investigation.